Event description:
Caller reported a cgm error 42, experiencing this error three or more times without resetting the pump in the past 24 hours. There was no adverse impact to the customer's blood glucose level. The customer will utilize manual daily injections as a backup therapy while a replacement pump is shipped by technical support. Additionally, the customer was instructed to put the pump into storage mode prior to returning it and agreed to return the problematic pump using the provided pre-paid label within 10 days.